Event description:
A customer contacted heartsine to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
A customer contacted heartsine to report that their device would not power on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine evaluated the customer's device and was able to verify and duplicate the reported issue. It was observed that a solder joint on the weld tab of one cell of the pad-pak had not been wetted sufficiently with the fuse. This had resulted in the fuse being disconnected and thus resulting in an open circuit. Visual inspection of the returned device and pad-pak revealed no abnormalities on the exterior plastics to suggest any physical damage had caused the fuse to detach. The device was scrapped by heartsine and the customer was provided with a replacement device.